Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg was not communicating with the external devices. An sjm representative interrogated the system and confirmed the issue. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced. It was reported the patient receives effective stimulation therapy and the issue was resolved.